Event description:
Defective ruby coil. A 5mm x 20cm ruby coil was advanced into the patient¿s hepatic artery. As soon as it was in position, it deployed itself. This happened without the physician using the detachment device. Gda embolization on (B)(6) 2019.